Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: aspirin, p2y12, beta blocker medications. Scaffolds: absorb gt1 (3.0x28mm, 2.50 x 23mm, 2.5x28mm). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, two absorb gt1 scaffolds (3.0x28mm, 2.5x28mm) were successfully implanted in the proximal left anterior descending (lad) coronary artery lesion. In late (B)(6) 2016, the patient experienced chest pain and occasional breathlessness. An electrocardiogram was performed displaying ventricular bigeminy. Beta blocker medications were initiated. On (B)(6) 2016, an echocardiogram was performed with normal results. On (B)(6) 2016 a stress test was suggestive of mild ischemic changes. On (B)(6) 2016, the patient was hospitalized and diagnostic angiography was performed. All the scaffolds were patent; however, stenosis was within 5mm of the lad scaffold. Drug eluting stents were implanted in the mid lad and the diagonal artery. Good results were noted. Reportedly, the event was unrelated to the implanted scaffolds and was related to disease progression. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and ischemia, as listed in the absorb gt1 instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.